Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery an office manager reported the lens to be falling out of place. Additional information was received from the surgeon stating additional surgery was performed and the lens was exchanged for another lens. At this time a vitrectomy was performed. The device was not returned for evaluation.